Event description:
New information received notes that when an asymptomatic patient presented in clinic follow-up, an incident of post-paced t-wave oversensing was observed again. Although the device had been reprogrammed in the past, further reprogramming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non sustained lead noise due to post-paced t-wave oversensing was observed via remote transmission. The patient was asymptomatic. Programming changes were made.